Event description:
It was reported that the patient presented to the clinic, and intermittent capture was noted on the device. Programming changes were made. The patient was stable throughout and did not experience any symptoms.